Manufacturer narrative:
Correction: product and associated fields updated to proper value. Device manufacture date and lot number of the clamp are unavailable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the screw on the large suretrak was stripped. There was no patient present when this issue was identified.